Manufacturer narrative:
This report is associated with report nubmers: 2015691-2015-01652 and 2015691-2015-01654.

Event description:
As reported by our latin america affiliate, during a transapical balloon valvuloplasty (bav) the patient developed severe acute aortic regurgitation (ar) leading to hemodynamic instability. The planned procedure was deployment of a 23mm sapien xt valve via transapical approach. Purse string sutures were placed in the anterior apex of the ventricle lv and access was gained through the ventricular wall. The guide wire was advanced but fluoroscopy showed the wire was in the rv. The purse string sutures were repositioned in the lv and a new puncture was performed. The guide wire was re-forwarded through the ascending and descending aorta. The introducer sheath was advanced in the lv and bav was done with the 20mm edwards balloon catheter. Until then, the patient had remained stable. Post bav, the patient developed low blood pressure and an abnormal heart rhythm. Aortography showed severe aortic regurgitation. The patient then developed cardiac arrest and CPR was started. While resuscitative measures were in progress, a 23mm sapien xt valve was implanted, according to protocol and under proctor guidance. Angiography and echo still showed severe pvl with valve placement 30:70 aortic/ventricular. The coronary ostium was free of occlusion. As CPR continued, another valve was attempted to be implanted in a higher position. With the patient being supported with the pacemaker, hemodynamic parameters began to recover. Aortography showed both valves in a ventricular position with continued severe pvl. The patient was converted to open surgical avr; both valves were explanted and a 19mm st. Jude mechanical valve was implanted. During the surgery, a septal tear was identified and sutured. The tear was attributed to the purse string sutures. After the avr, the patient remained hemodynamically unstable and was moved to the ICU with ventilatory support and vasoactive drugs. On pod 5 the patient was reported to be in better condition and improving. This report is associated with valvuloplasty catheter.

Manufacturer narrative:
Balloon valvuloplasty is performed to open up the stenotic valve prior to thv deployment. Regurgitation after bav is not uncommon and may vary in severity. Typically, this is resolved by deployment of the new valve. Patients may require hemodynamic support if they are symptomatic to new regurgitation and significant hypotension may result. Intra-operative hypotension is very common during the tavr procedure and is treated with standard therapies, including vasoactive drugs. It is not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs, and resuscitative measures may be required. The thv training manuals instruct the operator on all procedural and anatomical considerations. In this case, the patient developed severe aortic regurgitation as a result of the mechanical action of opening up the stenotic native with balloon dilation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of three manufacturer reports being submitted for this case.